Manufacturer narrative:
Investigation summary: one sample and three photos were received for evaluation. The sample came in the sealed packaging flow wrap and is leaking saline solution. The tip cap stem is broken off, inducing the leaking therefore failure mode is verified. This was due to a timing issue at the flow wrapper machine causing damage to the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8046825 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8046825 during this production run. Root cause description: this was due to a timing issue at the flow wrapper machine causing damage to the syringe.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced leakage. The customer stated, "before opening the unit package, it was found that the tip cap broken and pre-filled solution leakage."